Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the user interface to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The user interface was further evaluated by stryker. The keypad poly dome assembly, switch sw36, was found to require more force than normal to actuate, although it did still function. Root cause was identified as wear on the keypad poly dome.

Event description:
The customer contacted physio-control to report that their device had intermittent power module issues. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
There was no patient involved in this event. Therefore, blocks are blank. Physio-control perform an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had intermittent power module issues. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.